Event description:
Customer reported inaccurate sensor readings. Her sensor reading was around 294 mg/dl when her blood glucose was 165 mg/dl. She is now receiving a calibration error. Customer was advised the alert may be due to rapid changes in blood glucose. Customer was advised of proper calibration methods. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.